Event description:
In a procedure occuring in the european economic area, one ml of d-stat flowable hemostat was injected into a pseudoaneurysm. This is an approved indication for use in the european economic area. Two hours after the injection, the patient developed sysmptoms including a cold, white leg, which was diagnosed as an arterial occlusion. A surgical thrombectomy was performed. The event was resolved with no further complications.